Event description:
It was reported that during the case, it was noticed that the patient's blood pressure decreased. An echo was done to confirm pericardial effusion. At this time, the patient was given drugs and fluids to try and stabilize. No further procedures had been performed. The patient was in holding to see if the drug worked or if they would have to do a procedure. No further information was available regarding the event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation findings, the device conformed to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery. Reportedly, after flushing the device and the marker lumen was found patent, as the device was advanced through the anatomy, the marker lumen became clogged and would not mark. The device was removed and manual compression was used to achieve hemostasis. There was no adverse pt sequela. Though requested, no additional info provided.